Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 was failed. A field service engineer attempted door recovery, but it was unsuccessful. Fse then shut down the station, opened the latch column for inspection, confirmed the latches were the new style, and replaced the door 2 latch to resolve the issue and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer failed. User tried to reboot and recover but issue did not resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.